Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep selftest. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis